Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 01/19/2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges facial rash caused by small metal shards coming out of her skin (per her dermatologist), with subsequent scarring of face and neck. Also alleges daily activity limiting pain, elevated cobalt and chromium levels, gastrointestinal problems, dizziness, trouble with balance, difficulty walking or standing for any length of time, and intimacy with husband is difficult and embarrassing. The revision operative record indicated that there was no significant soft tissue metallosis observed. Stated "the back saddle of the liner showed some slight metal wear." In preop note, patient had indicated to pa-c that labs demonstrated elevated cobalt and chromium ion levels, but no labs are available within the medical record to support the allegations. Part/lot updated. Metal bearing wear harm added. Revision date and demographics added.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient suffers from pain, inflammation, and elevated cobalt chromium levels.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear/metallosis and elevated metal ions.